Event description:
It was reported that the ilet device lost connection to the dexcom g7 continuous glucose monitor (cgm) after the ilet powered back on following a battery depletion, resulting in no glucose value displayed on the ilet while the dexcom app continued to show readings. User experienced a loss of continuous glucose data display on the ilet and an imminent dosing stop notification with no reported adverse clinical symptoms. Outcomes included a temporary interruption of automated insulin dosing until cgm data transmission resumed. Investigation included guided troubleshooting with re-entry of the g7 pairing code and education that sensor reconnection could take up to 30 minutes. Investigation of this case revealed a communication disruption between the ilet and the cgm transmitter following device power loss, with successful reinitiation steps provided to restore pairing. It was concluded, based on previously established findings for similar reports, that the cause was transient signal loss related to device power cycling and subsequent bluetooth reconnection latency.